Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: a call service alarm 088 was observed in the pump black box and alarm history. Additionally, during the duration testing, the pump emitted a call service 088 alarm. The pump was opened up and moisture damage was found inside the pump case. Investigators concluded that the call service alarm issue occurred due to internal moisture damage.